Manufacturer narrative:
The customer was unable to provide instrument log files for the date of the event. Investigation is underway into the performance of the reagent lot in question. The cause of this event is unknown.

Event description:
Customer reported that their stratus cs instrument gave a false positive ctni result compared to retesting of the same sample on the same instrument several hours apart.there is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. The customer sent instrument log files for investigation. Root cause was unable to be determined for the discrepant ctni on the customer's stratus instrument. A review of the calibration and quality control data for the reagent lot in use that the time of the discrepancy demonstrated the reagent and instrument were working as intended. A review of the manufacturing release data for the lot demonstrated acceptable performance, nothing atypical was observed, instrument is operating as intended. The cause of this event is unknown.